Event description:
Patient admitted for pain in left leg and some in the right leg while walking, consistent with peripheral claudication. During an attempted intervention of an occluded stent, the tip of a wire broke off in the patient and was entrapped between the stent and the arterial wall. Excerpts from procedural record: ultrasound, fluoroscopic guidance used to obtain access to the popliteal artery using a micropuncture with microsheath placement via modified seldinger technique. There was difficulty advancing the microwire and part of the microwire was fractured with a piece inside the distal sfa stent. Complication: micropuncture wire piece remains in vessel (left distal superficial femoral artery).